Event description:
It was reported that an external fluid leak was observed from the top of the filter "in between the plastic of the filter and the return line tubing" of a prismaflex m100 set during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the set return line was perforated near the filter screwed connector, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.